Event description:
It was reported that the video system center had no image and color bars displayed. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support. Olympus technical assistance support. Asked the customer to check the paddle connector on the scope socket and that was the issue. The customer was trying to plug in the paddle connector of the scope upside down, once that was corrected the customer had the endoscopy image on the screen. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
No additional information was provided by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: d10, h2, h3, h6, h11. Corrected fields: h11 (technical assistance support (tac)). The device was not returned to olympus; however, tac observed the reported issue during a call with the customer and provided troubleshooting support. Based on the results of the investigation, the most probable cause of the malfunction could not be established. Troubleshooting was performed, and technical assistance support (tac) asked the customer to check the paddle connector on the scope socket. This was identified as the issue. The customer had been trying to plug the paddle connector into the scope upside down. Once corrected, the customer was able to see the endoscopy image on the screen. The customer contacted olympus technical assistance support (tac) by phone, and troubleshooting steps were performed. The customer informed tac of the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.